Event description:
It was reported, that during a cranial procedure. The perforator bit did not stop spinning at the desired time. It was also reported, that there was an unintentional dural opening, as a result of this event. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was an unintentional dural opening as a result of this event. No further information was provided.